Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423mg/dl treated with syringe. Customer's blood glucose value was 355mg/dl at the time of the call. Customer also reported that sensor had inaccurate readings that triggered threshold suspend alarm and had bent sensor. The customer¿s blood glucose was 355mg/dl and the sensor glucose was 72mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin pump will not to be return for analysis and sensor will be return for analysis.